Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is not distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical became aware of a report for an event which occurred in germany stating, "image disturbance" involving pentax model ec-3890fi2/serial (B)(4). The event was reported to have occurred prior to use. No further information was provided at the time of the report. The device was returned to pentax medical potsdam service workshop in germany where the following was confirmed: image disturbance during angulation. The ccd will be replaced. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.